Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation: bd (B)(4) quality initiated investigation on the customer report regarding complaint on ¿needle shielding failure¿. No sample of photo was returned for evaluation. Rational: without sample or photo received it is difficult to find an exactly root cause of this issue, DHR did not showed evidence of an issue related to the reported by customer. We could not confirm the issue at our customer facility with the provided information. Summary: unconfirmed, bd was not able to duplicate or confirm the customer¿s indicated failure mode. However this defect can be related with an incorrect use of the device. Instruction sheet d12556 show correct way to perform this activation, but if the user performed the device activation from adapter sti prn, removing safety mechanism and leaving exposed cannula. (B)(4).

Event description:
It was reported that during use, the needle on the 24 g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system separated from hub. There was no report of injury or medical interventions.